Manufacturer narrative:
This case was initially received via regulatory authority (aemps, reference number: (B)(4)) on 30-jan-2020. The most recent information was received on 26-mar-2021. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('unbearable pelvic pain') and endocrine disorder ('endocrine problems') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "they are bent in an elbow shape". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), endocrine disorder (seriousness criterion medically significant), menorrhagia ("heavy periods"), inflammation ("abdominal inflammation"), arthralgia ("joint pain"), back pain ("back pain"), alopecia ("hair loss"), food intolerance ("multiple food intolerances"), fatigue ("chronic fatigue"), fibromyalgia ("fibromyalgia"), abdominal pain ("constant belly ache"), dry eye ("dry eye") and vomiting ("vomiting") and was found to have weight increased ("put on 18 kg"). The patient was treated with surgery (had to remove half of my thyroids and hysteroscopy and pulled on the essures). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, endocrine disorder, menorrhagia, arthralgia, back pain, alopecia, food intolerance, fatigue, fibromyalgia, abdominal pain, dry eye, vomiting and weight increased outcome was unknown. The reporter considered abdominal pain, alopecia, arthralgia, back pain, dry eye, endocrine disorder, fatigue, fibromyalgia, food intolerance, inflammation, menorrhagia, pelvic pain, vomiting and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on an unknown date: they are bent in an elbow shape with a separation of 4.4 cm.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-mar-2021: no new information received, update to imdrf/FDA codes only. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (aemps, reference number: (B)(4)) on (B)(6) 2020. The most recent information was received on (B)(6) 2020. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('unbearable pelvic pain') and endocrine disorder ('endocrine problems') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "they are bent in an elbow shape". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), endocrine disorder (seriousness criterion medically significant), menorrhagia ("heavy periods"), inflammation ("abdominal inflammation"), arthralgia ("joint pain"), back pain ("back pain"), alopecia ("hair loss"), food intolerance ("multiple food intolerances"), fatigue ("chronic fatigue"), fibromyalgia ("fibromyalgia"), abdominal pain ("constant belly ache"), dry eye ("dry eye") and vomiting ("vomiting"). And was found to have weight increased ("put on 18 kg"). The patient was treated, with surgery (had to remove half of my thyroids and hysteroscopy, and pulled on the essures). Essure was removed on (B)(6)2019. At the time of the report, the pelvic pain, endocrine disorder, menorrhagia, arthralgia, back pain, alopecia, food intolerance, fatigue, fibromyalgia, abdominal pain, dry eye, vomiting and weight increased outcome was unknown. The reporter considered abdominal pain, alopecia, arthralgia, back pain, dry eye, endocrine disorder, fatigue, fibromyalgia, food intolerance, inflammation, menorrhagia, pelvic pain, vomiting and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray: on an unknown date. They are bent in an elbow shape with a separation of 4.4 cm.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020, quality-safety evaluation of ptc. Based on the available information. A review of our complaint records and other relevant data will be conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 30-jan-2020. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('unbearable pelvic pain') and endocrine disorder ('endocrine problems') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "they are bent in an elbow shape with a separation of 4.4 cm". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), endocrine disorder (seriousness criterion medically significant), menorrhagia ("heavy periods"), inflammation ("abdominal inflammation"), arthralgia ("joint pain"), back pain ("back pain"), alopecia ("hair loss"), food intolerance ("multiple food intolerances"), fatigue ("chronic fatigue"), fibromyalgia ("fibromyalgia"), abdominal pain ("constant belly ache"), dry eye ("dry eye") and vomiting ("vomiting") and was found to have weight increased ("put on 18 kg "). The patient was treated with surgery (had to remove half of my thyroids and hysteroscopy and pulled on the essures). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, endocrine disorder, menorrhagia, arthralgia, back pain, alopecia, food intolerance, fatigue, fibromyalgia, abdominal pain, dry eye, vomiting and weight increased outcome was unknown. The reporter considered abdominal pain, alopecia, arthralgia, back pain, dry eye, endocrine disorder, fatigue, fibromyalgia, food intolerance, inflammation, menorrhagia, pelvic pain, vomiting and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on an unknown date: they are bent in an elbow shape with a separation of 4.4 cm. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.